Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12683. It was noted a hole has opened above the extension and the physician plans to remove the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12683. It was reported the patient's system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12683. It was reported the patient's wound had opened over the extension. The patient's physician sutured the wound and started the patient on antibiotics. Follow up revealed the wound has not healed but there are no signs of infection. Surgical intervention is planned to address the issue.

Event description:
The patient's wife reported that the wound is still open and the patient is taking antibiotics. Follow up from the sjm representative cofirmed the wound is still open and the patient is being managed by his primary care physician.